Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that after the ins gets hot after it's on for a while in the pocket, and the patient has pain in the pocket. This issue resolves when stimulation is turned off. The caller stated that impedance values are all 799-976 with most in the 800 range. The caller palpated the pocket to see if the sensation could be recreated with stimulation off, but didn't elicit the same response. The wound is still healing, it could be a fluid short. It was reported that the patient will contact the rep if the issue continues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.